Event description:
Caller reported compact plus blood glucose results of 61 mg/dl, 117 mg/dl, and 177 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.